Manufacturer narrative:
Based on the information provided. The root cause of this complaint cannot be determined. No portion of the device was reported available. The device was reported to be infectious. (B)(4).

Event description:
It was reported from (B)(6) that during the treatment of an aneurysm, resistance was encountered during advancement. Upon withdrawal, the coil prematurely detached within the microcatheter. No intervention was reported. No harm or injury was reported due to this incident.